Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) caused stimulation in all vectors. The procedure was not completed as the physician could not deliver new lead successfully. Moreover, no new lead was implanted. This lead remains in service. No additional adverse patient effects were reported.